Event description:
It was reported that during a robotic laparoscopic radical prostatectomy procedure, after attaching the secure cadiere forceps to the sterile interface module (sim) and inserting it into the patient, the secure cadiere forceps disappeared from the instrument bar. It was no longer recognized by the system and could not be used. Secure cadiere forceps was replaced with a new one to resolve the issue. There was no patient injury.

Manufacturer narrative:
H2) additional information: b5. H3) device evaluation: medtronic led an evaluation of the associated device logs for the reported sterile interface module. The sterile interface module sample was not made available for this incident as it is still in use with the customer. Evaluation of the logs indicated there were connectivity issues between the sterile interface module and the secure cadiere forceps. This connectivity issue led to the secure cadiere forceps not being recognized. Evaluation of the sterile interface module confirmed the reported condition, however, the investigation concluded there were no abno rmalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to connectivity issues between the sterile interface module and the instrument. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic radical prostatectomy procedure, after attaching the secure cadiere forceps (scf) and inserting it into the patient, the instrument disappeared from the instrument bar, was no longer recognized by the system, and could not be used. The scf was replaced with a new one to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.